Event description:
It was reported that there was a delay of 10 to 20 minutes under anaesthesia, during a third molar procedure. It was also reported the outside packaging was correct, but the incorrect product was in the package. These parts were missing the cross cuts on the head of the bur.

Manufacturer narrative:
The 50 burs subject to this MDR have 2 different lot numbers. Lot number 08311017 with a quantity of 16 is listed in this report. The second lot number is 08336027 and has a quantity of 34. The manufacture date of 08336027 is december 1st 2008 and the expiration date is december 1st 2013. Following investigation of these lots, it was confirmed, the cross cuts were absent and were manufactured incorrectly. This was due to an unapproved process change implemented by the component vendor. Corrective actions have been taken at the supplier. The root cause is due to providing inadequate component specification prints to the vendor and a CAPA has been raised to address this issue.